Event description:
It was reported that a patient underwent a revision for an unknown reason to remove and replace vitality hardware. There were no reported additional patient impacts. This is report one of ten.

Manufacturer narrative:
Corrected information in g4: date received by manufacturer.

Manufacturer narrative:
Additional information in h6: method, results and conclusion. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that a patient underwent a revision for an unknown reason to remove and replace vitality hardware. There were no reported additional patient impacts. This is report one of ten.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00161 to 3012447612-2020-00170.

Event description:
It was reported that a patient underwent a revision for an unknown reason to remove and replace vitality hardware. There were no reported additional patient impacts. This is report one of ten.